Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient suddenly noticed that his arms and legs felt like they were tingling, so he thought his implantable neurostimulator (ins) was low. When they checked the ins with the patient programmer (pp), they saw the power on reset (por) message; the therapy was turned off due to por. When asked if there were any recent medical test or emi environmental exposure, the patient mentioned that they had an unrelated procedure on (B)(6) 2019. After his procedure, the patient still had tingling. In the end, the patient was going to see the doctor that performed the procedure and would mention these issues to them. It was then reviewed that the patient can also mention to the doctor that the ins had been off because of the por, but the ins was turned back on after assistance clearing the message. The therapy was turned back on and troubleshooting resolved the issue. There were no further complications reported or anticipated.